Manufacturer narrative:
(B)(4).

Event description:
The customer reports the venous port was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material and the cuff was assembled to the connector assembly. Microscopic examination of the luer hubs revealed the arterial (red) luer hub contained one large crack. This damage is consistent with over-tightening or repeated tightening of the luer hub. A lab inventory syringe filled with water was connected to each luer and flushed. When the arterial line was tested, water leaked from the luer hub. No leaks were detected when the venous line was tested. A device history record review was performed on the customer provided lot number with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a crack luer hub was confirmed by complaint investigation of the returned sample. The arterial luer hub contained one large crack, consistently seen with over-tightening of the luer. A device history record review was performed on the customer supplied lot with no relevant findings. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer repots the venous port was found broken during usage of hemodialysis.